Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the left master tool manipulator (mtm) of the surgeon side console (ssc) could not activate the instrument. The clinical sales representative (csr) received phone assistance from the technical support engineer (tse). The csr stated that the customer was using a dual console. The customer used another ssc to complete the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The system functionality was checked upon powering on the system without any errors. The surgeon elected to disable the mtm and switched to the second ssc to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue. The fse powered on the system but found the system normal. However, the fse found error 25580 in the logs. The fse swapped the remote arm controller boards of the surgeon side console (ssc) as a solution. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.